Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 40 mg/ml for a total dose of 22.5 mg/day and bupivacaine 10 mg/ml for a total dose of 5.625 mg/day via an implantable pump. It was reported at refill on (B)(4) 2020 the hcp got 8 ml less than expected in the reservoir. It was noted they were expecting 22ml and got 14 out. At last refill about six months ago they got back what they expected. There was no histories of volume discrepancies. The hcp was conference into the call and stated the patient was doing clinically well. At last refill there was nothing out of the ordinary, but the hcp could not rule out the possibility that some of the medication didn't get into the pump resulting in a partial pocket fill. The hcp stated they will plan to bring the patient back in two to three weeks to aspirate and check volume in pump reservoir. No symptoms were reported. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Please note the change. It was noted the last refill was about six weeks ago and not the previously reported six months ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 40 mg/ml for a total dose of 22.5 mg/day and bupivacaine 10 mg/ml for a total dose of 5.625 mg/day via an implantable pump. It was reported at refill on (B)(6) 2020 the hcp got 8 ml less than expected in the reservoir. It was noted they were expecting 22ml and got 14 out. At last refill about six weeks ago they got back what they expected. There was no histories of volume discrepancies. The hcp was conferenced into the call and stated the patient was doing clinically well. At last refill there was nothing out of the ordinary, but the hcp could not rule out the possibility that some of the medication didn't get into the pump resulting in a partial pocket fill. The hcp stated they will plan to bring the patient back in two to three weeks to aspirate and check volume in pump reservoir. No symptoms were reported. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that the patient came back to the clinic yesterday ((B)(6) 2020). At that time, the expected residual volume was 35.9 cc and the actual residual volume was 34.1 cc which was only a 1.8 cc difference and within normal limits. The patient was still asymptomatic. The doctor originally thought the pump should be replaced because of the reservoir volume discrepancy, so the reporter was going to confer with the doctor. No further complications have been reported as a result of this event.